Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b sensitive refill head came off in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 an oral-b brushhead, version unknown (oral-b sensitive refill) came off in his/her mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.